Manufacturer narrative:
As viewed through the returned packaging it is confirmed that the entangled coil is protruding outside the sheath. Located distal, but adjacent the coil protrudes outside the sheath for a length of 16.0 centimeters. No sheath damage was found. Located 77.0 centimeters off the distal tip of the green introducer the coil protrudes outside the sheath. No sheath damage was found. Intermittent coil damage was found to the entangled coil. The exact circumstances of how and when this unreported damage coil damage occurred cannot be determined. The stretch resistant suture was found severed at a damaged coil section. The exact circumstances of how and when this unreported damage to the suture occurred cannot be determined. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the damage edge raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The most likely contributing factor to the coil coming out of the sheath during the preoperative test and collateral damage found most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have severed the stretch resistant suture, caused the core wire and coil to protrude outside the sheath, and for a portion of the intermittent coil damage found. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
During the coiling procedure to treat an acom aneurysm, the (gc) guide catheter and (mc) microcatheter reached lesion normally. The presidio 10 cere 6mmx26cm coil (pc410062630/c19401) came out from side of sheath during preoperative test. They changed to a new coil to complete the procedure. There was no report on patient injury, and the product was returned for analysis. After the event, it is unknown if there were any damages noticed on the devices (kink, bend, stretched, fracture, separate, suture broken, coil bend etc.), and the coil did not remained attached to the delivery system. After the event, it is unknown if there were any damages noticed on the devices (kink, bend, stretched, fracture, separate, suture broken, coil bend etc.), and the coil did not remained attached to the delivery system. No additional information was available.